Event description:
Surgical tech presented to employee health scratching on her arms and stated that she could not wear the glove. Employee health nurse documented that there was no rash, no redness, and no welts. Vital signs were normal, and there were no signs of distress. The tech was instructed to see her physician in follow up. She applied for medical leave. The tech went to a satellite urgent care complaining of an allergic reaction. She was given po benadryl and po solumedtrol for dermatitis, and sent home.

Manufacturer narrative:
The customer was not able to provide the sample or lot number involved, therefore, the device history record could not be reviewed. Historical trending was done. The protegrity smt glove has passed series of tests prescribed by regulatory agencies for the intended use of the glove. The possibility of some individuals experiencing reactions to certain chemicals or lubricants used during the manufacturing proccess cannot be ruled out.